Event description:
It was reported that the patient received 18 inappropriate shocks due to oversensing, and 'coded' in the emergency room. The patient was treated and recovered. The left ventricular lead also exhibited decreased impedances. The leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received 18 inappropriate shocks due to oversensing, and 'coded' in the emergency room. It was also reported that the hvb and svc coil impedances had decreased. The patient was treated and recovered. The leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that there was potential noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(6) 2011 14:33:37. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 14:33:37. Time of eri in save to disk on (B)(6) 2011, device eri<=2.61 volt. Weekly battery voltage log data shows min bat=2.62 to 2.61 volts minimum between (B)(6) 2011 and (B)(6) 2011. 1 - patient alert for low battery voltage on (B)(6) 2011 02:15:02. 15 - ventricular nst <=210 ms on (B)(6) 2011 in the timeframe between 15:04:23 and 15:13:29. 5 - vf<=180 ms average v-cycle on (B)(6) 2011 in the timeframe between 14:30:22 and 15:04:41. Ventricular short interval count v-sic=942 counts, in 0.87 day, between (B)(6) 2011 14:28:54 and (B)(6) 2011 11:24:50.